Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2009, removed and replaced on (B)(6) 2021 due to the tubing unraveling, that the tubing was severed, and a strange growth on them. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer pump exhaust tubing, pump inlet tubing, and cylinder 1 exhaust tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, could contribute sufficient stress to cause a separation through the longer pump exhaust tubing at this site. A separation of this type could then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, tubing unraveling. The device was removed/replaced. Additional info. Per tm on (B)(6) 2021: "clear exhaust tubing. The tubing was severed. The device was returned." Additional information received on 01/22/2021: cylinders have strange growth on them. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.